Event description:
Tubal ligation during c section. Was told this would be totally unnoticed no change in anything from recovery to future cycles. Wrong! It changed everything! It has caused immediate side effects. Severe postpartum depression and psychosis. Heavy periods, needed hormonal treatment pmdd (premenstrual dysphoric disorder) pelvic pain, depression, severe pms (premenstrual syndrome) hormonal migraines monthly, painful sex, lack of libido, ovarian cysts. All of which have been denied by dr who did the surgery but new dr says I am not alone, she has hundreds of patients like me that report the same and there are help groups with thousands of us saying the same thing. Stop lying about the possibility of post tubal ligation effects and stop denying they exist! It is real, these are real problems that women are having to live with daily effecting their whole life. Denial won't get us anywhere except more of the same. This can be prevented. I asked for possible side effects or post changes and was repeatedly told it would be unnoticed, and no possible changes from the whole group of ob/gyn practice. This is a lie and medical malpractice to continue this lie. Women should be warned and not denied the effects post tubal ligation. Look up post tubal ligation syndrome! It's real there are a very large number of us suffering. Please do something! Make these symptoms known and save someone the pain and suffering in the future and help us who were told lies. And the clips used cause so many other problems and migrate in the body cause so many symptoms. I was never told I was getting clips till it was over and done. I did not know two foreign objects were being placed inside my body at all, let alone that they could cause problems ranging from migration to autoimmune to allergic reactions to the clip itself and constant pain. Do something! Act in making this known. Do not hide this information, it is dangerous and malicious to hide information related to a life changing surgery procedure. Many ultrasounds to check pelvic pain source. Ovarian cysts that did not exist prior to tubal ligation, along with the list of symptoms that occurred post tubal ligation.